Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of vasoview hemopro silicone broke off from jaw and fell into the patient's leg and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: outcome attributed to ae. Corrected from "required intervention" to "other". (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was observed to be partially torn away from the base and at the center of the jaw with detachment. The torn silicone was not returned for investigation. The heater wire was observed to be slight flexed at the center of the hot jaw. The wire remained in place at the tip and base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ and analyzed failure ¿material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of vasoview hemopro silicone broke off from jaw and fell into the patient's leg and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Outcome attributed to ae. Corrected from "required intervention" to "other". (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was observed to be partially torn away from the base and at the center of the jaw with detachment. The torn silicone was not returned for investigation. The heater wire was observed to be slight flexed at the center of the hot jaw. The wire remained in place at the tip and base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ and analyzed failure ¿material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of vasoview hemopro silicone broke off from jaw and fell into the patient's leg and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.